Manufacturer narrative:
Evaluation summary: one pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition with pry marks on rear housing. Review of the device data log indicated that two 10ml followed by one 20ml bolus tests were performed prior to the pump's return to the smiths medical. Functional testing included use testing. The pump was powered on and cassette was attached to the pump. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on evidence, the complaint was not confirmed. The root cause could not be identified.

Event description:
Information was received indicating that this ambulatory infusion pump failed accuracy test. (-7.20 %). No adverse effects were reported.